Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/4/2020. H.6. Investigation: customer returned (4) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 0041282. Customer states that the cover over the needle is too tight and that when pulling the cover off, the whole needle part comes off. All returned syringes were examined and all exhibited the hub-needle/shield assembly separated from the barrel which indicates that the shield is difficult to remove. A review of the device history record was completed for batch # 0041282 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause: root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that 4 syringe 0.3ml 31ga 6mm wholeunit 10bag experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported the orange protective cover over the needle is on too tight on some of his syringes. Stated when pulling the cover off the whole needle part comes off and goes into the cap. Stated he had 3 syringes in the past week with these issues. Stated this mainly happened with his previous box but believes he had this issue with one syringe from this current box. Discarded previous box, no information provided. Lot # 0041282. Cat # 324909.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0041282, medical device expiration date: 2025-03-31, device manufacture date: 2020-02-10. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. (B)(4).

Event description:
It was reported that 4 syringe 0.3ml 31ga 6mm wholeunit 10bag experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported the orange protective cover over the needle is on too tight on some of his syringes. Stated when pulling the cover off the whole needle part comes off and goes into the cap. Stated he had 3 syringes in the past week with these issues. Stated this mainly happened with his previous box but believes he had this issue with one syringe from this current box. Discarded previous box, no information provided. Lot # 0041282, cat # 324909, date of event: unknown.